Event description:
The customer was "boving with the yellow" pencil when the valleylab pencil came on too (both pencils were hooked up to front panel). The valleylab pencil was laying on the pt's thigh causing a burn the entire length of the needle electrode. The burn was excised and sutured.